Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that hcp noted that on (B)(6) 2021 the patient had a revision of the pump. Hcp reported the pump was moved down because the patient had lost weight and the pump flipped so it could not be refilled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that hcp noted that on (B)(6) 2021 the patient had a revision of the pump. Hcp reported the pump was moved down because the patient had lost weight and the pump flipped so it could not be refilled.